Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime and no delivery test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
Customer reported that he received a no delivery alarm when he used the bolus wizard. He stated that when he used the b button, he would receive about 2 units of insulin before the insulin pump stopped. He stated that when he used to up arrow button, the delivery worked fine, so he believed the insulin pump to be defective. He declined troubleshooting. The blood glucose reading was 178 mg/dl. Nothing further was reported.